Manufacturer narrative:
The enclosure motion was returned to the manufacture for evaluation. After functional testing, performance testing, and visual/physical examination the reported issue was not confirmed. They ran the motion control enclosure on a know working system for greater than one week and no problem was found. Eval code method is associated with this analysis eval code result is associated with this analysis eval code conclusion is associated with this analysis the software analysis was unable to determine the probable cause of the reported issue. Eval code method is associated with this analysis eval code result is associated with this analysis eval code conclusion 4315 is associated with this analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Aro language: it was determined there was an accidental radiation occurrence due to early termination of acquisition. No defect in an electronic product or failure to comply per 21 cfr 1003 was discovered. The system detected a hardware issue and halted the acquisition to mitigate potential harm associated with further exposing the patient when the end result may lead to an unusable image. This issue is not a systemic issue as it was resolved by system reboot. Number of people exposed: 1 - patient total number of people in or unknown estimated 3d dose absorbed (patient): (B)(6). The software investigation was updated and found that this is not a software issue. The log investigation found intermittent charger card error and a hardware replacement to recover. The system detected a hardware issue and halted the acquisition to mitigate potential harm associated with further exposing the patient when the end result may lead to an unusable image. Software functioning as designed. No failure found. Eval code method is associated with this analysis eval code result is associated with this analysis eval code conclusion is associated with this analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The computer was returned to the manufacture for evaluation. After functional testing, performance testing and visual/physical examination the reported issue was not confirmed. The part was installed into a known system and they were able to perform 2d and 3d images without any issues. No failure found. Eval code method is associated with this analysis eval code result is associated with this analysis eval code conclusion is associated with this analysis the computer was returned to the manufacture for evaluation. After functional testing, performance testing, visual/physical examination and usability inspection the reported issue was not confirmed. The image acquisition system (ias) computer passed bench test. Os and ias applications booted up successfully. Bios (date and time) checked good. Virus scan was successfully completed with no viruses found. Installed ias into a known working system. The system initialized. Run fluoro gain calibration, motion calibration and run rad gain calibration passed. 2d and 3d images were acquired successfully. A slower than normal start up of the ias was detected but normal after a restart. No failure found. Eval code method is associated with this analysis eval code result is associated with this analysis eval code conclusion is associated with this analysis the umbilical cable was returned to the manufacture for evaluation. After functional testing, performance testing, visual/physical examination and usability inspection the reported issue was confirmed. They installed the cable into a known working system. The system initialized. Motion, generator, communication and charging passed. 2d and 3d images were acquired successfully. Visual inspection confirm physical damage to cable end cap there were broken and missing. No protection for cable terminations. Eval code method is associated with this analysis eval code result is associated with this analysis eval code conclusion is associated with this analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The manufacturer representative (rep) went to the site to test the imaging system. The reported issue was not confirmed they were not able to reproduce the stopping of the 3d spin. They changed the mobile view station (mvs) computer, motion interface board and umbilical cable. The rep took 8 spins going from two different navigation system and the imaging system never failed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used in a sacroiliac and thoracolumbar procedure. It was reported that the system had a terminated spin while using stealth. The site had no issues with the second spin. There was less than an hour delay in the procedure. No impact on patient outcome.